Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during the implantation of the realize adjustable band, while deploying the port with a kelly clamp one hook did not fire and became bent then could not retract back. A port new port was placed. There were no patient consequences reported.